Event description:
It was reported that a user experienced hypoglycemia after an accidental meal announcement on the ilet soon after starting therapy, which triggered an insulin dose for breakfast before the user ate. Symptoms included sweating and incoherence, with a reported lowest blood glucose of 59 mg/dl and approximately two hours under 70 mg/dl. Outcomes included resolution of the low after oral carbohydrate treatment using instant glucose gel and no need for medical intervention or assistance. Investigation included review of device data and user report, along with troubleshooting and user education regarding appropriate timing of meal announcements. Investigation of this case revealed that the device issued low glucose alerts and operated as designed, and that user error related to premature meal announcement was the precipitating factor. It was concluded that the event was due to use error with appropriate device performance, and the user was counseled to announce meals only when eating.